Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device demonstrated an up stream occlusion alarm. Unable to get the settings or to clear the alarm. Instructed caller to call the surgeon first and gave them the phone number for anesthesia if the surgeon could not help as they are 5 minutes from surgeon and 30 minutes from anesthesia. Instructed the caller to give them the information regarding the up stream occlusion alarm that could not be cleared. The bar is locked on the machine, so they are unable to get the pump running. The pump is turned off now. No patient injury was reported.